Event description:
Operator reported a leak coming from the backside of the analyzer into the floor. It was confirmed that no pts were affected and no operators were harmed. The field service representative determined a clogged probe wash station to be the cause. The customer had performed corrective maintenance to the clogged wash station before the field service representative arrived. The field service representative verified operation of the analyzer.